Manufacturer narrative:
(B)(4). Batch # t5cf7p. Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Upon the examination of the device, a broken shroud pin was found to be trapped in the path of the adjusting knob confirming the experience. No conclusion could be reached on what caused the broken shroud pin noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap colon procedure, in an attempt to fully extend the trocar on the cdh29p, the surgeon turned the knob counter-clockwise to it¿s stop and attempted to turn it further, but not with excessive force. Once the anvil was connected, the knob allowed about 1/4 to 1/2 rotation clockwise and stopped. A large amount of force was required to overcome the stop, and then the device closed normally. It seemed as though the gearing or threading inside had jumped a tooth or otherwise bound. The surgeon opted to continue with the firing, and all else appeared to work appropriately. Good donuts, negative leak test. The surgery was not delayed due to the reported event. No fragments were generated. The procedure was successfully completed. No other medical intervention was required. There were no patient consequences reported.